Event description:
Reportedly, the instrument released the needle while passing it through the jaws and could not be retrieved from stomach. A new instrument was loaded and used to complete the case. Pt status: no injury. Procedure: lgb.